Event description:
Follow up.

Manufacturer narrative:
The device used is scheduled to be returned for evaluation. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During withdraw of the devices the liver has been hurt because of a distant metal splint. The patient has suffered a bleeding of the liver the patient is stable at the moment. No medical intervention was necessary. The procedure could not be completed successfully.